Event description:
It was reported that, "viewing x-ray it appeared that the axle for the solar elbow component had broken. During revision surgery to replace the axle and bushing it was revealed that the axle pin had backed out of the ulna component."